Event description:
The customer stated that she received a control test result that was high, out of spec. While troubleshooting, she performed 3 more control tests and received a result of 228 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.